Event description:
The dental implant fx3614swc was removed on (B)(6)2017 due to loss of osseointegration 1 year and 2 months after implantation. Upon removal the implant fractured in the patient's mouth observed at the 9th fixture level thread. The patient has no significant medical history and has bee recovered without complications.